Manufacturer narrative:
The device had intermittent button response due to flattened act button dome switch. There was no unlocked lcd keypad connector noted. The pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the act button is not working properly. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.